Event description:
It was reported that an angio-seal was selected for use. The pt experienced pain in the right leg. Reportedly, blood flow was slow in the right femoral artery. The pt was taken to surgery to have the angio-seal removed. Surgery revealed that the pt had peripheral vascular disease. Five days later, the pt was reported in stable condition and was discharged.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.